Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump has been shutting off even after a new battery change and also mentioned that they have experienced multiple high blood glucose levels of 464mg/dl, 423mg/dl or 470mg/dl. The customer stated that they have corrected the first high reading with a manual injection and the second and second with water, coffee, and bolus shot. The customer was first assisted with blank display troubleshooting. The customer was not calling back after receiving a battery cap, there were no physical damage and it has neither been dropped/bumped nor exposed to moisture. The customer stated the display after removing the battery for ten minutes, cleaning the battery contact, and inserting a new battery as instructed during troubleshooting. The alarm history was reviewed. The customer was assisted with performing a self-test and the insulin pump passed. Prime rewind troubleshooting was performed as the customer stated that they were receiving a compromised force sensor system alarm. The drive support cap appeared normal but the customer stated that they could have pressed the cap while connected by accident. Motor error troubleshooting was performed. The customer stated the insulin pump was not exposed to high magnetic field, did not report a motor position encoder error, and was able to complete insulin pump rewind. Off no power troubleshooting was performed. The customer stated that they did not received a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that this was the second occurrence of off no power alert without a low battery warning. The customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.